Event description:
An eye care professional reported that a patient experienced a pyocyanic corneal abscess with hypopyon in their left eye associated with wear of precision uv contact lenses. Treatment reported as reinforced eye drops. Ticarcilline, gentamicine, vancomycine, mydriaticum, & fortum + amiklin. Report states lenses delivered 5 years ago by pharmacist without prescription. Request has been made for additional information, however no further information has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as an infectious corneal ulcer." H.6.: the device history records & sterility records have been reviewed by manufacturing and found to be in compliance.